Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported issues charging their implanted neurostimulator (ins) for about 4 days. Patient described the implant will stop charging and give an error message that the battery is dead and needs to be replaced, even though the battery is fully charged. Patient also described the message as saying something is not charged. Patient reported no visible damage to the controller port and mentioned recharger was replaced about 6 months or so ago. Agent had patient connect the recharger; patient commented they have to put the belt on just right or it doesn't work and added sometimes they have to press continue 3 times from the position screen. Agent understood this to be due to user error. Patient reported batteries screen with controller at 80% and implant at 30%, recharging excellent. Patient noted they charged the implant for 2 hours this morning and it only increased from orange to 30%. Agent advised patient to continue charging implant and scheduled call back for 30 minutes. Agent advised to document if message reappears. Patient added they are in so much pain its killing them and their scs device takes care of the pain as long as they can keep it charged up. Patient stated they use the scs device 20 hours a day and the pain dwindles away when they turn it on and they usually fall asleep. Agent called patient back at agreed upon time. Patient reported batteries screen with controller and implant both at 60%, recharging good. Agent did not gather controller sn as to not interrupt ins charge session. Agent advised patient to continue charging implant to full and monitor. Patient will call back if issue persists. Additional information was received from a patient (pt). It was reported that the cause was that the charge was very slow and taking 8 hours vs. The normal 1-2 hours. The patient stated they talked to the manufacturer representative (rep) and the temporary resolution was all night long recharge. The issue was not resolved. The patient has an appointment on (B)(6) with their rep. Additional information was received from the pt. Pt reports the long recharge time was due to their implant battery wearing down. Pt reports their implant is to be replaced due to this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.